Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 266 mg/dl and 383 mg/dl on one nano meter and a result of 104 mg/dl on a second nano meter within 1 minute. The same vial of test strips was used with each meter. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.